Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600 mg/dl and diabetic ketoacidosis on (B)(6) 2017. The customer indicated that their blood glucose value was 525 mg/dl at the time of the call. Customer was hospitalized for seven days and was off of insulin pump for less than 48 hours at the time of hospitalization. The product will not be returned.